Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results of the (B)(4) device (b) found that the device was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk, leak test failed inserting and removing test probe.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was loss of pneumo with three 12mm trocar when a 5mm instrument was inserted. They continued to use the trocars to complete the procedure. There was no patient impact.